Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered a lead warning for high and undefined bipolar pacing impedance on the right ventricular (rv) lead. An x-ray determined that the lead pin was not fully inserted into the ICD header. The impedance will be monitored with weekly remote monitoring transmissions. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.